Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device has been explanted.

Event description:
Healthcare professional reported left rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: rupture: no observed on the device. Additional observations: deformation observed on the device. Crease fold observed on the device. White particle observed on the device.